Event description:
It was reported that a patient presented in-clinic for a surgical intervention procedure. Prior examination of the patient's right ventricular (rv) lead was found to have dislodged, which was confirmed via x-ray imaging. The rv lead was surgically replaced on (B)(6) 2022. The patient was stable throughout.